Event description:
In 2001, the cryopreserved pulmonary valve and conduit in question was noted to possess a "rip" in the conduit. The involved surgeon unsuccessfully attempted to repair the tissue. According to the initial info provided to the manufacturer, the tissue was not implanted and no pt contact or impact was experienced. According to new info provided to the manufacturer, in 2002 (via user facility MDR). The device was implanted, but was subsequently explanted due to the tissue damage. Another homograft was thawed and implanted.